Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was over 600 mg/dl at the time of incident. Customer was treated with intravenous insulin. Customer stated that the cannula was bent. Customer did not want troubleshoot because the insulin pump was working as designed. The insulin pump will not be returned for analysis.